Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the helix would not fully deploy after several turns and the rv lead exhibited high impedance. It was also reported that there was an attempt to reposition the lead and after several turns the helix was still not fully deployed and the rv lead impedance was still high. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.